Event description:
It was observed, that during the device evaluation. The camera head exhibited air leak of the main body, cable flooding, image capture flooding and image stain (yellow). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: air leak of main body, cable flooding, image capture flooding, image stain (yellow). Based on the results of the investigation, it is likely, the air leak from the main body, cable flooding and image capture flooding were, due to flooding from the deformation of the main body. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely, image stain (yellow) was, due to component failure. However, a definitive root cause could not be established. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.